Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had some fluid on her ipg pocket. The ipg site had swelling but no redness or signs of infections. The patient met with the physician on (B)(6) 2017. There were no reports of fever, no drainage and that the patient felt good. The physician monitored the issue and treated with antibiotics. The patient followed up with physician assistant on 27 december 2017, and it was determined the swelling had resolved and there were no signs of infection.